Event description:
The physician was not able to print the final report whereas few hours later, the sales rep succeeded in doing it.

Manufacturer narrative:
(B) (4). Since the device remains implanted, the programmer files were reviewed. (B) (4)